Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome(radiculopathies). It was reported that the patient saw the elective replacement indicator. The patient had a motor vehicle accident in (B)(6) 2016. The patient stated that since the accident, the implantable neurostimulator (ins) had not covered the areas it used to cover. There was a change in the coverage area starting in (B)(6) 2016. There were no allegations or dissatisfaction with the ins longevity reported. The patient requested physician listings as they had moved. The patient also reported that they had an unrelated ankle surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.